Event description:
It was reported that an aborted vf episode was found due to noise. It was noted that some of the noise were so large that adjusting the sensitivity was not a possibility. Lead to be monitored.

Event description:
New information received notes that the lead was explanted and replaced. Patient was fine before and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that during device change out for normal eri, externalized conductors were observed. No electrical anomalies were detected. Lead will remain implanted. Patient condition is stable.

Manufacturer narrative:
(B)(4).